Event description:
During an in clinic follow-up, increased capture threshold which resulted in loss of capture was detected on the right ventricular (rv) lead. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.